Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to no value troponin (accutni) results with ind flags generated on access 2 immunoassay system for several patient samples and qc. (Ind means indeterminate. The result is at the low end of the analyte concentration curve.) The results were not reported out of the laboratory. The customer did not receive any report of death, injury, or change to patient treatment attributed or in connection with this event.

Manufacturer narrative:
The sample collection and centrifugation information was not supplied. Qc results during the event were also reported as no value with ind flags. While troubleshooting with customer technical support (cts), it was found that there was no reagent pack in the designated slot on the reagent storage carousel. Service was not dispatched as the issue was resolved by troubleshooting with cts.